Event description:
Per spontaneous call from patient, she could not get pressure out of cassette. She made a new cassette and that worked, no missed therapy. Unknown if patient experienced an adverse event due to the product issue. Patient did not need a replacement cassette. No lot number was provided for the cassette and the cassette is not available for return. No further information provided. Reported to (B)(6) by pt/caregiver.